Manufacturer narrative:
Initial reporter¿s phone number extension: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing and engineering specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tympanomastoidectomy surgical procedure, it was discovered that the motor device was ¿making a grinding noise¿. The reporter clarified that there was a 20-25 minutes delay to the surgical procedure. An identical spare device was available to complete the procedure successfully. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.